Event description:
A patient reported experiencing inaccurate low results with an ot basic enhanced meter. The patient's blood glucose results were 112mg/dl (meter), 178mg/dl (lab). Tests were done less than 21-30 minutes apart with a difference of 30%. Patients did not experience any adverse events. No further information has been reported.